Event description:
Pt having flexible ureteroscopy, stone in basket became stuck, when pulled, the basket head with the stone inside snapped away from main body of the shaft of the basket and the basket/sheath snapped. They were unable to retrieve basket from the kidney retrogradely. So the pt had a perc 2 days later to remove intact basket and stone. The pt is well. The consultant admitted to using a bit of force on the basket. They suspect this was one of incident, but thought the basket should be checked for the record.